Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched message. Eval found the force required to secure the door was above expected levels. Eval determined the cause to be door hooks which were out of adjustment. The door hooks were replaced to correct this condition.